Manufacturer narrative:
The reported event of a telemetry anomaly was confirmed. As received, the device was unable to be interrogated with the merlin programmer. Telemetry was restored when the battery was disconnected and reconnected, functional testing was then performed. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were normal with no anomalies found. The telemetry anomaly could not be reproduced. The cause of the reported event could not be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited failure to be interrogated via either bluetooth or inductive telemetry. The ICD was not implanted. There was no patient involvement.